Event description:
It was reported that during follow-up of an asymptomatic patient, atrial lead noise resulting in automated mode switch episodes was observed. The noise could be reproduced through isometric movements. Device reprogramming was performed and the noise was no longer seen. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).